Manufacturer narrative:
The broken footswitch had a mechanical damage of activator. The footswitch was replaced and the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has broken footswitch. We are unaware about patient injury.